Event description:
It was reported via repair work order that the fowler was stuck elevated and would not lower manually or electrically due to the mattress strap being caught in the fowler mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.